Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed functional tests. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. No e70 alarm noted on alarm history screen.

Event description:
It was reported that the insulin pump alarmed motor error during rewind. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to rewind the insulin pump. Blood glucose value is 196 mg/dl. Nothing further reported.